Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found proximal insulation abrasion at 11.5 cm from the connector pin due to friction with another implanted device.

Event description:
It was reported that the patient experienced pocket stimulation. The lead was explanted and replaced, at which time an insulation break was noted.